Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and the issue has been resolved by replacing the pressure transducer printed circuit board (pcb). The replaced pcb was returned for further investigation. Simulated use testing of the returned pressure transducer printed circuit board failed the pressure transducer test during the pre-use check. During visual inspection liquid contamination was noticed on the back of the pressure transducer pcb. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by defective pressure transducer pcb as a result of water ingress into the ventilator.

Event description:
Manufacturers ref: # (B)(4).